Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the front therapy electrode. The patient was given a prescription powder from her physician. Follow-up indicated that the irritation healed.